Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We are unable to obtain this information due to the nature of how the event was reported to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
(B)(4) clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolytic anemia and urinary retention. The pfa procedure was completed on (B)(6) 2024, after the procedure hematoma was present at the access site. When blood work was done, they identified hemolytic anemia in the patient, this was determined to be unrelated to any bleeding or bruising around the access site. The patient had decreased hemoglobin levels at this time, so the anemia was considered to have been related to the ablations performed during the procedure. The patent did stay overnight at the facility, as had been planned as part of the recovery process for the procedure, additionally aspirin and anticoagulants were paused was stopped. On (B)(6) 2024 the patient's hemoglobin levels were checked again and found to have further decreased. The patient also began to experience urinary retention at this time. A CT scan of the patient's pelvis was taken to look for excess pressure on the bladder. A small retroperitoneal hematoma was seen, as well as pleural effusion and "minimal right baslar atelectasis and extensive diverticulosis, but no sign of diverticulitis". The patent was prescribed flamox twice a day for the urinary retention and a foley catheter was placed. They were discharged on (B)(6) 2024, which had been the planned date of discharge prior to any patient complications, and anticoagulants were restarted. The patient was admitted to the hospital on (B)(6) 2024 due to dizziness, forgetfulness, shortness of breath, nausea, frequent eructation, bloating, and abdominal pain that extended to the lower back. The patient's hemoglobin was checked, and it was found the levels had decreased even further. They were given 2 units of blood for the hemolysis after which their hemoglobin levels had improved. Additionally, the retroperitoneal bleed was classified as major bleeding. This same day the urinary retention issue was considered resolved and the foley catheter was removed. The patient was discharged on (B)(6) 2024 in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We are unable to obtain this information due to the nature of how the event was reported to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was not retained, we have determined that reported events are known inherent risks of use of this device. Device history record review: a ship history was unable to be performed as the upn for this procedure is unknown, and it was not able to be determined which upn was used within the procedure. If additional information is provided, the complaint will be reassessed as required. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of hemolysis, urinary retention, dizziness, dyspnea, nausea, memory loss/impairment, distention, anemia, pleural effusion and retroperitoneal hemorrhage are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Hemolysis, which subsequently led to anemia as evidenced by decreasing hemoglobin levels and the need for blood transfusion. The reported symptoms, including dizziness, nausea, memory impairment, and distention, are considered consequences related with the patient{change}s anemic state and clinical condition. Hemolysis leading to anemia is an expected procedural complication addressed within the IFU for the farawave catheter. Retroperitoneal hemorrhage and pleural effusion are expected procedural complication of "surgical and access complications" addressed within the IFU for the farawave catheter. These events represent a clinically consistent cascade, with hemolysis as the initiating event and anemia and associated symptoms as downstream consequences. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. The adverse event related to procedure was selected for the adverse event of urinary retention occurred during the pos-procedure. There was no evidence that this event was causally related to the farawave catheter; it was more likely a result of the medication as the anesthesia used. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolytic anemia and urinary retention. The pfa procedure was completed on (B)(6) 2024, after the procedure hematoma was present at the access site. When blood work was done, they identified hemolytic anemia in the patient, this was determined to be unrelated to any bleeding or bruising around the access site. The patient had decreased hemoglobin levels at this time, so the anemia was considered to have been related to the ablations performed during the procedure. The patent did stay overnight at the facility, as had been planned as part of the recovery process for the procedure, additionally aspirin and anticoagulants were paused was stopped. On (B)(6) 2024 the patient's hemoglobin levels were checked again and found to have further decreased. The patient also began to experience urinary retention at this time. A CT scan of the patient's pelvis was taken to look for excess pressure on the bladder. A small retroperitoneal hematoma was seen, as well as pleural effusion and "minimal right baslar atelectasis and extensive diverticulosis, but no sign of diverticulitis". The patent was prescribed flamox twice a day for the urinary retention and a foley catheter was placed. They were discharged on (B)(6) 2024, which had been the planned date of discharge prior to any patient complications, and anticoagulants were restarted. The patient was admitted to the hospital on (B)(6) 2024 due to dizziness, forgetfulness, shortness of breath, nausea, frequent eructation, bloating, and abdominal pain that extended to the lower back. The patient's hemoglobin was checked, and it was found the levels had decreased even further (anemia). They were given 2 units of blood for the hemolysis after which their hemoglobin levels had improved. Additionally, the retroperitoneal bleed was classified as major bleeding. This same day the urinary retention issue was considered resolved and the foley catheter was removed. The patient was discharged on (B)(6) 2024 in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.